Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0vhzp, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gast rointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that caller (MRI tech) reported per patient the device is not functioning. Per caller, a physician put in patient chart that the ins is malfunctioned and the leads are broken. During call, it was discussed MRI of the brain. Caller will reach back to patient to ask additional questions and clarify issue.